Event description:
Patient was being treated for aneurysm in the left ica. Patient had extreme tortuosity in her arch, and pxslim microcatheter was barely able to reach the aneurysm. First coil was placed without incident, although physician commented that the coil felt stiff and catheter was backing out. While attempting to place the second coil the catheter backed out of the aneurysm. Physician tried to "ride" pxslim over the coil, but was unable to do so. While maneuvering the coil back and forth the coil prematurely detached while partially inside of the microcatheter. Physician tried to use ensnare device to retrieve coil, however, was unable to successfully do so. The coil was dislodged from the aneurysm and was left in the ica terminus area. Patient was put on anticoagulants and watched. Patient was noted as intact the next day.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device implanted in patient.